Event description:
It was reported that the syringe control 10ml ll stopper separated from the plunger during use on a patient. The following information was provided by the initial reporter: "on friday (B)(6)2020 while one of our physicians was using the 10ml control syringe (item #306695) the double ring attached to the barrel detached. The detachment happened while in use on a patient. Thankfully no harm was caused to the patient but per dr. Xxx could have had a different outcome.".

Manufacturer narrative:
H.6. Investigation: thirteen 10ml control syringes in fully sealed blister packs confirmed to be from batch 0002432 (p/n (B)(6)) were received and evaluated. The plunger rods were exercised in each of the syringes and the stopper appeared to be secure as no separation occurred. No defect was observed in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe control 10ml ll stopper separated from the plunger during use on a patient. The following information was provided by the initial reporter: "on friday (B)(6) 2020 while one of our physicians was using the 10ml control syringe (item #306695) the double ring attached to the barrel detached. The detachment happened while in use on a patient. Thankfully no harm was caused to the patient but per dr. Xxx could have had a different outcome."